Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was likely a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.